Event description:
Patient information: age: 29 years weight: 70 kg height: 170 cm.

Manufacturer narrative:
Change section - a2,a4,b5,d6 investigation: visual inspection: the following observations were made during the visual inspection: -some punctures in the membrane measurement of surface of the housing: to verify whether the deformation had an effect on the plane-parallelism of the housing surface, this was measured using a dial gauge. Derformation detected: yes - measured value: - 0.0375mm [tolerance (0 ± 0.02mm)] too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav shunt system is permeable. During this test, liquid drained out of the punctures in the membrane. Computer control test: the computer controlled test showed the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 18.82 cmh2o. This is within the specified tolerance of 20 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 19.60 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: the progav was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, minimal deposits were found in both valves. Results: based on our investigation results, we cannot identify a accelerated outflow in the shunt system. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Product not yet available for investigation. Investigation result will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav shuntsystem. The patient received bilateral skull removal surgery in (B)(6) hospital before, and the bulge was particularly obvious at that time, so he went to the (B)(6) hospital of (B)(6) university for shunt surgery and unilateral skull repair surgery at the same time. After shunt operation, the unrepaired skull began to collapse. Dealer and doctor gradually increased the pressure of the valve, but the collapse of the skull became more and more serious. The doctor took another x-ray to examine the patient, which showed that the midline of brain tissue shifted, and no other complications were found. Later, in order to alleviate the excessive drainage, doctors temporarily clamped the abdominal end of the tube, and the collapse was improved after clamping.